Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. Data was returned but is not relevant to the product at fault. The reported event of a loss of connection could not be confirmed via data. A root cause could not be determined.